Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacture representative (rep) on 2017-nov-07. The rep stated that the patient located their second recharger so it was recommended that they use one recharger for one device and another recharger for their second device to determine if they are having recharging issues. The patient stated that they are getting between 5-6 days on a full charge which seems correct. The rep is expected to follow up with the patient in one month. No further complications were reported/are anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative regarding a patient with an implantable neurostimulator (ins) for the treatment of complex reg pain syndrome type I and spinal pain. It was reported that the patient was charging their ins too often. The patient stated that they were charging every 2 ¿ 3 days when they used to charge every 6 ¿ 7 days. It was noted that this had been happening for the last 2 to 3 months. The impedances were checked and were as follows: a1: 3.35v 450pw 70hz2+2- 293 ohms a2: 2.4v 450pw 70 hz 2+2- 293 ohms the recharge data from the clinician programmer indicated that the patient had charged to 50% on (B)(6) 2017, 100% on (B)(6) 2017, and 90% on (B)(6) 2017. It was noted that the ins depletion rate calculation was falling in line with the estimated recharge interval. It was recommended that the patient charge their ins to 100% and let it deplete to empty to determine if the depletion is normal and as expected. Additional information was received from a manufacture representative (rep) on (B)(6) 2017. The rep indicated that the patient was currently running tests and has an appointment scheduled for the end of (B)(6) to determine if they are actually recharging every 6 days as expected. The rep indicated that more information would follow. Additional information was received from a manufacturer's representative (rep). It was reported the patient had a meeting scheduled for (B)(6) . They reported they were charging too often. It was unknown how often they were charging, but the charging was different than before. The rep reported the patient said charging was taking too long. The patient had not recently switched to a new group, been reprogrammed, increased parameters, and had no prior overdischarge events. It was suggested the patient bring their recharger to their next appointment so the recharger stats could be accessed. The rep reported that charging 50% to full takes 4 hours and charging empty to full takes 9 hours with 8 coupling boxes filled in. It was reported the patient had 2 inss and 2 rechargers. It was suggested that the rechargers were marked so they were used consistently with a specific ins. No symptoms or further complications were reported.